Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels. Her blood glucose level was 525 mg/dl but her current blood glucose level was 456 mg/dl. The customer's high blood glucose level symptom was vomiting. The device was not returned.